Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens shot out violently which resulted in a posterior capsule rupture. The lens was removed and replaced with a sulcus lens. In a f/u, the surgeon reported the event continues. A vitrectomy was performed during the iol implant procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicates the product met release criteria. The customer indicated the use of an unapproved viscoelastic. The product investigation could not determine a root cause. However, the root cause may be related to a failure to follow the dfu. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).